Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter label had a printing defect. This occurred on 5 occasions before use. The following information was provided by the initial reporter: customer reported about printing defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter label had a printing defect. This occurred on 5 occasions before use. The following information was provided by the initial reporter: customer reported about printing defect.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with four photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 9193567, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed missing or illegible printing on multiple packages. Based off the provided photos the engineer was able to verify the reported issue. It was determined that this was an operator error that occurs when the ink on the print heads starts to run low. The packaging operator is supposed to monitor the packaging and remove any missing or illegible labels and fix the print heads. The manufacturing facility has been notified of this incident and the findings. A training was held for all packaging operators to raise awareness of this defect. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.